Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic with an alert for low, out or range hv lead impedance. Programming changes were made and lead remains implanted.